Event description:
Caller reported cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but could not resume insulin therapy due to repeated alarms, so customer planned to use multiple daily injections as backup insulin therapy while pump replacement was arranged.